Manufacturer narrative:
(B)(4)

Event description:
The customer reported the ventilator will not turn on. The customer reported there was no patient involvement.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported the ventilator will not turn on. The customer reported there was no patient involvement.